Event description:
Reporter alleged obtaining a result of 220 mg/dl back to back with a result of 110 mg/dl when testing was performed within 10 minutes on the compact plus system. Reporter stated that on a different day, he obtained a result of 54 mg/dl back to back with a result of 166 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.